Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, facts suggesting that it was caused by misuse was not confirmed. It is likely that the phenomenon was air supply anomaly due to electro-pneumatic proportional valve failure. It is likely that tube clogging alarm did not work properly due to front panel unit failure. It is likely that the phenomenon was air supply anomaly due to first pressure reduce failure. A definitive root cause cannot be determined. Olympus will continue monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited front panel display disappears, and air flow differs between the set value and the measured value. There were no reports of patient involvement.